Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet insulin pump sustained a cracked screen after it was accidentally struck against a dishwasher door during household use, resulting in a nonfunctional display and inability to use the device. Symptoms included no injury to the user. Outcomes included interruption of pump therapy and need for replacement, with continued cgm use via dexcom and successful data sync prior to shutdown. Investigation included complaint intake, product replacement, and instructions for return of the damaged device. Investigation of this case revealed physical damage to the display assembly due to external mechanical impact, consistent with screen breakage and loss of usability, with no indication of device malfunction or alarm activity prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.